Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged sheath tip is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed a microintroducer with a damaged sheath tip. Evidence of use and biological residues are observed on the sample in the photographs. Buckling and flaring of the sheath tip is observed, however no details of the damage can be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the nurse found that the tearable sheath of the micro-catheter was bent at the time of catheterization, the problem could not be completed, and the problem was solved after the product was replaced. No other information was provided. 05/15/2024: the returned device exhibited a damaged sheath tip.